Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6), ubd: 28-mar-2024, UDI#: (B)(4), f2301: passive marker replaced f26: no patient impact g2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a biopsy. It was reported that there was poor recognition of the passive marker. It was replaced with a new one and was improved. There was a delay of less than one hour and no impact to the patient. Additional information was received from a manufacturer representative. It was reported that the most likely cause of the issue was unknown, as it seemed like an initial defect. It was noted that the passive markers were discarded by the customer.